Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination). The sensor was decased and liquid contamination observed. Replaced the battery with a known good battery and the sensor was reprogrammed, and the data was extracted. The sensor was activated and remained in sensor state 6. An extended investigation has also been performed. Visual inspection of the returned sensor revealed extensive contamination on the sensor¿s printed circuit board assembly (pcba) due to corrosion. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed, and the voltage could not be monitored. Therefore, adc is unable to further test the returned product. As submitted in the follow up report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.